Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient's friend or family member reported on (B)(6) 2015 that the patient's implantable neurostimulator (ins) had come loose, and they had a revision surgery to have it "reattached". The patient got a staph infection at the implant site after the revision surgery, and the ins was removed. The related medical history included chronic low back pain. A supplemental report will be submitted if additional information is received.